Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12 inches under normal lighting to received units, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Samples were filled with 5 cubic centimeter (cc) of air according to procedures when we inflated the sample 1 with air, the pilot balloon inflated completely. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. Therefore we can conclude failure mode reported wasn?t confirmed. The samples were tested on leak test. The test was performed under water as per procedures. The technician inflated the unit, and visually inspected them for 10 seconds, did not observe any leakage. Then submerged the units under water, did not observe any leakage. No leaks were detected during the test. The complaint was not confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that during pre-test, the cuff did not inflate. No patient injury was reported.